Event description:
Caller alleged imprecision with inratio meter. Results as follows: date: (B)(6) 2010, inr: 2.7; date: (B)(6) 2010, inr: 1.3; inr: 1.9; inr: 2.1 (different strip and meter used).

Manufacturer narrative:
Inratio precision data provided by end-user: 1st inr: 1.3; 2nd inr: 1.9; 3rd inr: 2.1; mean: 1.60; sd: 0.42; %cv: 23.57. The 2.7 inr was excluded from comparison test since time between tests exceeded three hrs. There is a high possibility that the discrepancy is due to changes in the status of the pt. Three hrs is considered a reasonable length of time between two readings in order for the comparison to be valid. Analysis of the customer's data revealed that repeated inratio test result comparison did not meet precision criteria. Returned meter and retained strips were tested and result comparisons met precision criteria. Root cause could not be determined from the info provided by the customer. (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4), no further action is required at this time. Ongoing trending shall be performed to determine if further action is warranted. No corrective action required at this time as no product deficiency was established. Investigation results for returned (B)(4) and retained strip lot # 234590. For each pair of replicates for each sample of strip lot 234590, mean and standard deviations were calculated. In-house test results were 2.71% and 0%, respectively for each donor and are less than 16%. Both samples pass the criteria for precision. No discrepant results were established on returned and in-house meters. No further action is required. Visual inspection of returned meter revealed adhesive residues on strip guide and slight contamination on heater plate, but these findings did not affect the performance of temp control circuitry. Unit's heater plate was within acceptable temp range.